Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead, implanted: (B)(6)2004. (B)(4).

Event description:
It was reported that the right atrial (ra) and left ventricular (lv) leads exhibited high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.